Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a pulse generator change out, the device was in backup vvi mode. Due to low battery status no troubleshooting could be performed. The device was explanted and replaced successfully without incident.